Event description:
Customer complained about sensor reading discrepancies. It was reported that the sensor was reading around 100 mg/dl but his blood glucose was actually high over 500 mg/dl. Customer stated he stopped using the sensor due to this issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.